Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 232mg/dl. Reportedly, the pump is worn against the customer's skin. During the call, the customer was able to successfully deliver the bolus. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.